Event description:
It was reported that an unspecified medication infused faster than expected. There was patient involvement but the information on patient impact is unknown. Despite repeated request for additional information from the customer, no additional information was provided.

Manufacturer narrative:
A follow-up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an unspecified medication infused faster than expected. There was patient involvement but the information on patient impact is unknown. Despite repeated request for additional information from the customer, no additional information was provided.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.